Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro meter compared to an unknown laboratory method. The date of the event is only an approximation as the customer could not remember the specific date. The customer stated that within 7 hours the patient had two meter results that were somewhere between 5.1 - 5.9 inr. Within 7 hours of the meter results, the patient had a laboratory result of 3.0 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. No medical decisions were made based on the meter results. The laboratory result was deemed to be correct. The customer believes that maybe the patient's finger was excessively squeezed due to the patient having raynaud's syndrome. The patient has a hematocrit of 38.4 percent. The customer's meter and test strips were requested for return. Replacement products were sent.